Manufacturer narrative:
On january 6, 2026, the user reported being unable to link their sensor with the transmitter. Troubleshooting, including a zoom-assisted session, was unsuccessful. The issue persisted even after a transmitter replacement. The user was advised to contact their hcp for assistance with locating the sensor and to discuss next steps, such as removal and replacement. An RMA was authorized for the return of both transmitters (original and replacement) and the sensor. By the time of complaint closure, only the transmitters were returned to senseonics. Investigation found that both returned transmitters passed all tests, with no issues identified. Log file analysis showed that the original transmitter stopped communicating with the sensor on january 6, 2026, and the replacement transmitter was also unable to establish communication. Confirmation of any malfunction with the sensor itself requires direct testing of the physical device; however, as the sensor was not returned, no further investigation was possible. Dms records confirm that a new sensor was inserted on (B)(6) 2026.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received no sensor detected alert which led to early sensor removal.